Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good-faith efforts were made to retrieve the lead; however, the lead was retained by the facility. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to fracture on the ring bipolar with impedance greater than 3,000 ohms. Though unipolar worked, the physician opted for a replacement. There were no adverse patient symptoms.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to fracture on the ring bipolar with impedance greater than 3,000 ohms. Though unipolar worked, the physician opted for a replacement. There were no adverse patient symptoms.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.